Manufacturer narrative:
The device has returned for investigation. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation issues. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (fmr) with a grade of 3-4. It was noted restricted posterior. The clip delivery system (cds) was advanced to the mitral valve; however, during grasping, one of the grippers would not lower. The gripper seemed stuck in the upper position. Therefore, the cds was removed with the clip attached and the procedure continued with a new clip. One clip was implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
In this case, the returned device analysis could not test the reported difficult gripper actuation as the clip was returned detached from the clip delivery system (cds). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify a lot specific issue. Based on the information reviewed, a cause for the reported difficult gripper actuation could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.